Event description:
During a coronary stent procedure, deployment difficulties were encountered. The physician was treating a lesion in the ostium of a svg to the cx. The graft was about 14 years old. The physician had difficulty deploying a filterwiere ez with the first wire. He was able to deploy the filterwire using a sport wire. After the filterwire was deployed, the liberte' monorail stent delivery system was advanced over the lesion. Upon deployment, the stent and delivery balloon began to "watermelon seed." The proximal portion of the stent and delivery balloon did not inflate, causing the stent to push back. The proximal portion of the stent and delivery balloon extended into the aorta. The physician was able to push the stent back over the lesion. He then had to flare the proximal end of the stent open so that it was fully apposed. Angiographically the results looked good. No patient injuries or complications were reported.